Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for high pacing impedance. The ra pacing impedance was noted to be increasing over trends. It was also noted the right ventricular (rv) lead pacing impedance was increasing over trends. Both leads remain in use. No patient complications have been reported as a result of this event.